Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. It was noted that there was a long beep however no alarms were visible. The screen also had a partial display and the customer was unable to navigate through the screen. Customer stated that the buttons were not working. Customer's blood glucose reading at the time of the call was 106 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.